Event description:
The wire broke about 3 inches from the hub while staff was attempting to cannulate the left coronary system. The entire guide was retrieved from the patient. There was no harm to the patient.